Event description:
We currently have the raphael color (B)(6) ventilator in our service room with an error tf #8, code 38 in the event log. - an error tf #8, code 38 was occurred on the 22nd of june, but raphael was delivered to the our service room later on the 30th of july. You can see event log as the attached file 2020.06_07. On that occasion I performed a complete testing software successfully. Also, I did operator testing and device did not report any error. After that the user took over device. - however, immediately after the first switch-on by the user on the 5th of august, device reported the same error again. You can see event log as the attached file (B)(4).

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service:no further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. The issue did not happen during patient's ventilation. The root cause was determined to be a defective dpptm pressure sensor due to aging of the device. In consequence the affected part was replaced. There was no patient or user harm as it was not during patient's ventilation.